Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc freestyle libre 2 sensor. A customer reported receiving a ¿lo¿ (readings less than 40 mg/dl) message and 194 mg/dl scans on the sensor when compared to a result of 282 mg/dl obtained from an unspecified blood glucose meter. The customer further reported a medical event and had contact with a healthcare professional, however, he refused to provide additional information and disconnected the call. There was no report of death or permanent injury associated with this event.